Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the threading seems to easily come apart despite confirming that there was no manipulation to the site. It disconnected at the y-port next to the patient and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set disconnected at the y-port and leaked was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the threading seems to easily come apart despite confirming that there was no manipulation to the site. It disconnected at the y-port next to the patient and leaked. There was no patient harm.